Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had broken cable. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and requested information on patient demographic and related information (relevant tests, relevant patient history, including pre-existing medical conditions); however, the site indicated that patient related information could not be provided/ could not be released.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pcs instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of this failure are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site: the pcs instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.247¿ - 0.040" in length and were not aligned with the tube axis. Common causes of this failure are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of the scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. When pitch cable breakage occurs, the pcs instrument is immediately inoperable due to loss of functionality. The pcs instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. A review of the device logs for the permanent cautery spatula associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4). There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted to isi for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The pcs instrument underwent a design change to allow for crimp retention, which included modifications to the distal and proximal clevis components of the instrument wrist assembly. This design change ensures that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that the design change helped to reduce the severity of pitch cable failure. This issue will continue to be tracked. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.